Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During tbna, the needle withdrew, an attempt was made to insert it into the node back in the usual manner, and it broke. Device remain inside patient - fiberoptic bronchoscopy with crocodile type endoscopic forcep. Did the patient require any additional procedure due to this occurrence? Fiberoptic bronchoscopy immadiately after ebus - retrieval of needle with crocodile type endoscopic forcep. Addtl procedure - as above, also ebus-tbna histopatology was non-diagnostic - further investigation required for diagnosis of lung tumour. Adv effects - mucosa damage near needle insertion, without serious impact on patient health. Answers to additional questions received on 20 feb 2026: please describe the location in the body for the intended target site: - lungs, lymph node 4r. Please describe the size of the intended target site. ~15mm was gaining access to the target site difficult? N/a, yes, no. - no. Was puncture of the targeted site difficult? - no. Was force required on insertion of device into scope? - no. Was resistance felt while inserting the device through the scope? - no. What is the scope manufacturer and model number that was used? - unknown. Was the scope recently service/repaired? - as above. Was the endoscope in a flexed or twisted position at any time during the procedure? - yes. Was the stylet partially removed when advancing the needle into the target site? - stylet was removed after the puncture. Was the device used in a tortuous position? - no. Are images of the device or procedure available? - yes; the ones I included. How many samples were obtained (passes completed) with this needle? - 1 sample partially (non-diagnostic later in histopathology). Did any section of the device detach inside the patient? - yes, needle. Was difficulty experienced while retracting the needle? - no. Was it possible to be fully retract before removing the needle from the patient? - yes. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? - it is possible. However, it puncture the node rather smoothly. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? - needle retracted itself during material collection of 4r node. Gentle force was applied to insert needle back into the node and then it broke. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed). - no. If not with the device in question, how was the procedure performed and/or finished? - we had planned more nodes and samples before, but we stopped the procedure and started "normal" fiberoptic bronchoscopy to remove the needle fragment. Did the patient require any additional procedures as a result of this event? - yes, fiberoptic bronchoscopy with foreign body extraction via "alligator/crocodile forceps". If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? - it was performed immediately after ebus.